Event description:
The patient reported that the up, down, and ok keypad buttons were not responding. The patient reported that the ok button was sticking at times then after a bath the keypad buttons became unresponsive. The patient confirmed that the audio bolus button and contrast button were fine. The patient stated that the keypad was intact but the ok button symbol was worn. The patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, the display lens was found to be scratched.